Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was able to replicate and confirm the reported issue. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a testing platform and failed the carriage sensor check and sine cycle. Error 23008 was triggered on degree of freedom (dof) 8. After further investigation, debris contamination was found in the isa, rotors, and joint sense. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the fse was able to verify the hard 23008 errors on usm 2 and confirm the customer reported issue. The fse replaced the universal surgical manipulator (usm) to resolve the error issue. The system was tested and verified as ready for use. The usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was in an unacceptable state after the start of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. .

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, an error was occurring repeatedly on the universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and confirmed repeated occurrences of error 23008 by usm 2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.